Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was alleged that the battery compartment was cracked with moisture. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 25-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2017 with the following findings: during investigation, the battery compartment was found to be cracked. There was corrosion observed in the battery compartment. The black box showed partially discharged battering being installed resulting in a low battery warning and replace battery alarms. The battery cap was not returned. A test battery cap was able to attach to the pump and power on. The current draws were within specification. The ¿battery life¿ issue was not duplicated during testing. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of internal moisture observed. There were no loose components found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.